Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarms with button error frequently. The patient's blood glucose at the time of incident is unknown. There was also a crack on the reservoir, and cracks on the lower left and lower right of the display window. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to corroded keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.